Event description:
The hcp reported the pt had been experiencing narcotic withdrawal symptoms including chills, anxiety, and nausea. The pump was discovered to be mobile within the subcutaneous pocket and easily flipped over. In 2005, the pump was placed subfacially. Thirteen days later, the pump could not be "electronically analyzed." The following month, the hcp was able to perform telemetry, but could not find the reservoir access port and could not refill the pump. Fourteen days later, the pump had to be refilled using fluoroscopy. The pt outcome was not reported. The hcp did report "a revision of the subcutaneous pocket had been done in 2004 for the same problem of the pump not staying anchored in the pocket."